Event description:
The home patient (hp) contacted baxter' technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during fill. The hp had also received a system error 2367 alarm. She stated that the heater bag had disconnected, so the hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies that night, and had no idea what had caused the disconnection. Therapy since has been going well, and there were no adverse effects reported in relation to this event. The patient had not told her nurse about the incident yet. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event. She stated that the patient's therapy has been going well since, and that there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.